Manufacturer narrative:
(B)(4). This is one of two device reports associated with this event. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the patient expired of cardiac arrest, which is alleged to have been caused by the product used during dialysis treatment three days per week.

Manufacturer narrative:
This is one of two device reports that are associated with this event; associated manufacturer report numbers: 1225714-2016-00019 and 1225714-2016-00020.additional information has been requested and will be submitted upon receipt accordingly.